Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via e-mail that the customer was called and he reported he had been receiving no delivery alarms. The customer stated that as soon as he receives the alarm, he would change the infusion set and resolve the issue. Blood glucose value is unknown. The customer declined to be transferred to troubleshoot. The device will not return for analysis.